Manufacturer narrative:
A ge service representative performed an onsite investigation. The uninterrupted power supply failed to boot up due to the internal grounding plate not being installed to the complete battery circuit. No repair info is available and no additional service info was provided.

Event description:
The customer reported the system would not boot up. No pt injury was reported.